Event description:
It was reported that during the intracranial thrombectomy case, distal end of the subject catheter was broken while it was being removed from the patient¿s body. A snare device was used as a medical intervention to successfully remove the fractured tip of subject catheter. Current status of patient is not available.

Manufacturer narrative:
G4 PMA/510(k corrected). D4 gtin corrected. D9 / h3 product available to stryker updated. D9 returned to manufacturer on updated. H3 device evaluated by mfg updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject catheter was returned with a guidewire stuck inside and the subject catheter was noted to be broken/fractured approx.82cm from the hub. The subject catheter distal shaft was noted to be kinked/bent and severely damaged. The subject catheter tip was noted to be flat/crushed. Functional inspection could not be carried out due to the damage noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter tip broken/fractured during use was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The returned device was analyzed. The subject catheter was returned with a guidewire stuck inside. The subject catheter was noted to be broken/fractured approx.82cm from the hub. The subject catheter distal shaft was noted to be kinked/bent and severely damaged. The subject catheter tip was noted to be flat/crushed. Based on a review of the available information and analysis of the returned subject device, it is probable that there may have been procedural/anatomical factors present, causing the reported friction during removal of the subject device which led to the subsequent subject device fracture. The as analyzed codes catheter shaft kinked/bend, catheter shaft broken/fractured during use, catheter damaged and catheter tip flat/crushed below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed was assigned to the as reported code catheter tip broken/fractured during use as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
It was reported that during the intracranial thrombectomy case, distal end of the subject catheter was broken while it was being removed from the patient¿s body. A snare device was used as a medical intervention to successfully remove the fractured tip of subject catheter. Current status of patient is not available.